Event description:
A customer reported that the gowns used in surgery caused two nurses to have eczema. The nurses received treatment from a dermatologist and are not able to use the gowns.

Manufacturer narrative:
Review of the complaint history showed that this is first complaint for this product and the first for this complaint reason in a period of (B)(4). Device history record (DHR) review did not show any abnormalities. Also no remarks related to this item were made during this manufacturing process. No complaint sample is available for further investigation. The complaint is supplier related. Therefore, a quality remark was sent to the supplier to further investigate this issue. If info from the supplier becomes available, it will be documented in this complaint investigation. Root cause is external ¿ material supplier related. (B)(4).